Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The affiliate reported via email that the surgeon prepared the reported anchor and followed the attached instruction for the surgical procedures. When he tried to 6 sutures (suture usp size:2) through the anchor, the tip of the anchor broke. He used a replacement. The reduced number of the sutures was threaded this time. He fixed the bones with the sutures and completed the surgery with a 10-minute delay. It was brand new and the first use when the issue occurred. The backup device was used to complete the case. Additional information received via email from the affiliate on 3-8-2017. It is not known if 4 sutures were loaded first, then the 2 sutures when the anchor broke. The only information we have is that the total 6 sutures were used.